Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tablet hosting the mobile programmer application paired with the mobile programmer base and was launched and prepared prior to a procedure. It was observed that the base disconnected at the beginning of the procedure. The base was unplugged and powered back on and when an attempt was made to reconnect, a diagnostic message was displayed stating a base update was needed. A legacy programmer was used to continue the procedure. Post procedure, an attempt was made to update the base, however it displayed an update failed message.the mobile programmer base firmware could not be updated. No patient complications have been reported as a result of this event.